Manufacturer narrative:
Results: investigation summary: customer returned photos of a u40 insulin syringe from lot # 6195894. Customer states that the rubbers are tilted and the plunger rod is difficult to move. The photos were examined and exhibited the syringe with a slightly deformed stopper in the barrel which could cause the plunger to be difficult to move. As per manufacturing, a review of the device history record was completed for batch# 6195894. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted about complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a damaged stopper include: 1) this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. 2) there is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. 3) rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter's phone #: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while operating a 0.5 ml bd micro-fine¿ + insulin syringe with 30g x 8 mm needle, the plunger appeared to be ¿skewed/tilted.¿ there was no report of injury or medical intervention.